Event description:
This case cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the nurse. This case concerns two patients (demographics unspecified) who received treatment with synvisc one injection and after unknown latency the patients experienced significant pain and swelling. No relevant medical history, past drugs, concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (dose, frequency, indication, lot number and expiration date: not reported). On unknown dates, unknown latency receiving the injection, the patients were admitted to hospital due to significant pain and swelling. Patients had surgery on the knees. That included washing out knee and debridement. Action taken: unknown corrective treatment: washing out knee and debridement for both outcome: unknown for both a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in-patient hospitalization for both

Event description:
This case cross referenced with (B)(4)(cluster). This unsolicited case from united states was received on 14-dec-2017 from the nurse. This case concerns two patients (demographics unspecified) who received treatment with synvisc one injection and after unknown latency the patients experienced significant pain and swelling. No relevant medical history, past drugs, concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (dose, frequency, indication, lot number and expiration date: not reported). On unknown dates, unknown latency receiving the injection, the patients were admitted to hospital due to significant pain and swelling. Patients had surgery on the knees. That included washing out knee and debridement. Action taken: unknown corrective treatment: washing out knee and debridement for both outcome: unknown for both a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: in-patient hospitalization for both additional information was received on 19-jan-2018. Global ptc number and ptc results added. Text was amended accordingly.